Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 44 mg/dl at the time of the incident. The user alleged the insulin pump was over delivering insulin due to base on the blood glucose the reading goes lower. The insulin pump was giving more insulin that needed today. The customer was assisted with troubleshooting. The customer was treated with food. Customer did not used insulin pump system within 48 hours of reported low blood glucose event. Customer did used auto mode. Customer performed displacement test and result was none. The insulin pump as well as reservoir will not be returned for analysis.